Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed material rupture. Based upon the available information, a definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model u415034 pta balloon dilatation catheter allegedly experienced material rupture.this information was received from one source. This malfunction involved one patient with no consequences. The weight of 73 year old male is 120 kgs.